Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of invoice history indicates the initial hip procedure took place on (B)(6) 2002 and that the revision procedure occurred on (B)(6) 2012. It further suggests that competitor components were implanted during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05254 & 05255).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: early or late postoperative, infection, and allergic reaction. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of invoice history indicates the initial hip procedure took place on (B)(6) 2002 and that the revision procedure occurred on (B)(6) 2012. It further suggests that competitor components were implanted during the revision procedure. Additional information provided in patient medical records indicate there was a revision procedure on (B)(6) 2012 due to infection; components explanted and an insertion of an antibiotic spacer was performed. Additional information provided in patient medical records indicate there was a surgical procedure on (B)(6) 2012 due to an unstable spacer and dislocations; components were removed and a resection arthroplasty, girdlestone procedure was performed. The patient's operative report noted dark murky fluid. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.